Event description:
The customer reported that erroneously elevated hemoglobin (hgb) results and non-numerical white blood cell results were generated on a coulter lh 500 hematology analyzer for an undisclosed number of patients. Actual results were not provided by the customer. It is not known as to whether the hgb results were accompanied by instrument generated flags. Samples were repeated on an alternate instrument. Results from the alternate instrument were reported out of the laboratory as correct. The erroneous hgb results were not reported outside of the laboratory. There was no death, serious injury or modification to patient treatment associated with this event. Upon investigation of the issue a lyse leak was identified on the right side of the instrument. The customer could not identify the source of the leak. The leak was contained and was of a very small volume. The healthcare workers interfacing with the machine were wearing personal protective equipment which included laboratory coats, eye protection and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No death or injury was associated with this event. There was an exposure plan in place at the facility. Quality control values were within published performance specifications before the event.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) replaced tubing at the complete blood count lyse pumps, resolving the issue. Upon completion of the necessary repairs the instrument was returned back into operation. The failure mode for this event was worn tubing from the complete blood count lyse pumps. No erroneous results were generated however a failure mode was identified which has the potential to cause unflagged or flagged erroneous, or nonnumeric results upon recurrence.